Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported that the insulin pump alarmed button error. The alarm was cleared but the customer noticed the buttons had a delayed response. The customer changed the battery and the keypad became unresponsive. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
No button error alarm was noted during testing. However, intermittent act and up arrow button response was noted due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked display window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip, peeling address and serial number label and a missing end cap sticker.